Event description:
The advocate stated that her husband received some low blood glucose readings. While troubleshooting, she performed control tests and received a result of "lo". The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.